Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer's reservoir was empty after it had just been filled with insulin. It was reported that the customer ended up in the hospital to make sure the customer had not received all of the insulin that was supposed to be in the reservoir at once. It was reported that the customer never went low in the emergency room and is doing fine. It was reported that the mother was not sure what happened to the insulin in the reservoir. The customer was attempted to be reached multiple times, but contact was not made. No further assistance provided at this time.